Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. A visual inspections was performed and found no visual anomalies or poor electrical connections. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report alleging that a pm10n pulse oximeter displayed low readings. Customer indicated there was no patient harm with this event.